Manufacturer narrative:
The pump passed the displacement test however, the pump alarmed hardware low level failures during the self test and hardware low level failures alarm (variable 3) is found in the downloaded history file due to broken trace at pin 6 (sda) u1 on the keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had second occurrence of hardware low level failures alarm during rewind. Alarm was cleared and process finished. No harm requiring medical intervention was reported. The device was returned for analysis.